Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, non-dependent patient presented for a follow-up, noise was observed. No action was performed other than to monitor the patient.